Event description:
It was reported that the pump battery was depleting quickly and that the "cartridges pop out and do not lock in". Additionally, it was reported that the touch screen "glitches and brings up screens that the customer did not request". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.